Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
A customer reported that a system message displayed and iop (intraocular pressure) control was unable to be used at the same time during six procedures. It was noted that priming had been passed each time. There was no harm to the pts. Additional information is not expected.